Manufacturer narrative:
Root cause for the deviation of spec is still under investigation, an internal CAPA was opened. Although it was evaluated, that the deviation did not lead to this event.

Event description:
The customer stated that a pt slipped and a laceration of 2,5 cm occurred. The customer stated, that the rocker arm slipped.